Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was used on the patient's biliary tract artery for sealing twice and dissecting during a proximal pancreaticoduodenectomy. The patient's inflammation level increased five days after the original procedure. This was found because the level of c-reactive protein rose by more than 15. An aneurysm was found on the cholecystic artery and coils were implanted to treat the aneurysm. The surgeon did not notice where the infection (inflammation) was located when placing the coil in the patient. The surgeon does not believe the inflammation was caused by the device and they are not sure what the cause of the inflammation was.